Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one year and seven months of post deployment, an x-ray abdomen was performed which showed inferior vena cava filter was noted in the right paraspinous location at approximately l3 level. Around four days later, an x-ray abdomen was performed which showed inferior vena cava filter was noted at the l3-l4 level. Around 16 days later, a computed tomography of abdomen and pelvis was performed for right flank pain. The study showed that inferior vena cava filter was noted at upper l3 to mid l4 level. Grade iii perforation was noted with left ventral strut abuts aortic wall and possible for migration. Around ten months later, a computed tomography of abdomen and pelvis was performed which showed inferior vena cava filter was noted at mid l3 to inferior l4 level. Mild caudal migration was noted approximately 5 mm and significant tilt to right side for 25 degrees. Grade iii perforation was noted with left ventral strut abuts aortic wall, posterior strut abuts l4 and right lateral strut abuts right psoas muscle. Therefore, the investigation is confirmed for perforation of inferior vena cava (ivc) and filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.